Manufacturer narrative:
Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 186494, model/catalog description: precision ipg kit.

Event description:
A report was received that during an ipg upgrade procedure, one of the leads tail coating was frayed and its proximal end was swollen. It was also reported that there was difficulty inserting the tail back to the new ipg. The physician were able to insert the lead and patient was reportedly getting good coverage.